Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The field service engineer reported a pump with failure code 100 which resulted in a failure to infuse. This problem was identified during patient use. There was medical intervention necessary according to the hospital representative. It was also stated that there was no patient harm. No additional information is available.